Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the leadless implantable pulse generator (ipg) delivery system device cup was kinked, and the tip was deformed in an ¿unusual shape¿ which made it difficult to cross the tricuspid valve. The delivery system was ¿deflected sharply¿ and a kink was noted. The physician elected to use a different ipg system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed, and the delivery system shaft was mechanically kinked/buckled. There was a mechanical issue with the articulation of the delivery system. The articulation of the delivery system was out of plane. Blood was observed on the shaft of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the shaft is kink/buckled at 4.7 cm from the distal end of the delivery system. There is blood on the shaft located at the distal end of the stability member. The shaft articulation curl is out of specification. The kink/buckle on the shaft could contribute to the curl and articulation of the delivery system being out of specification. If information is provided in the future, a supplemental report will be issued.